Manufacturer narrative:
Niu stent, superficial femoral artery, drug-eluting.

Event description:
According to the initial reporter, post a leg angiogram with paclitaxel stent placement procedure, the initial reporter stated that the patient came back in with indurated skin lesions. They wonder if the paclitaxel might be responsible for this.